Event description:
It was reported that the gastrointestinal videoscope had noisy screen. The issue was found during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 corrected fields: e1 the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.¿device returned and not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout and image whiteout. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of image blackout and image whiteout was traced to a component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.